Event description:
It was reported that the screw was broken.

Manufacturer narrative:
Catalog# 03821545. Lot# b25470. PMA/510(k)# k060361. The device is still implanted so it was not returned. Design history review was performed. No manufacturing issues identified. The IFU states that implanted devices may fatigue as they are not meant to indefinitely withstand the normal loads of bone and are only meant to aid in support during fusion of the vertebrae. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advice the patient that resultant forces can cause failure of the device." Without the device and further information regarding the patient, the root cause cannot be determined conclusively and is multifactorial.

Event description:
It was reported that the screw was broken.